Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.